Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling in a laparoscopic gastric septation, the load got caught and the staple could not be opened the device was not firing at that time. They used another load to complete the case. There was no patient injury.